Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. It was reported that the operating system for the smart device was not a supported system. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A root cause could not be determined. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.